Manufacturer narrative:
E1: (B)(6). Patient country: spain. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that patient faced infusion set leakage event on (B)(6) 2025 due to leak on the cannula on insertion site. The leakage was on the cannula on the insertion site. The infusion set was in use for one day. No further information available.